Event description:
During testing, welch allyn factory service discovered a reportable secondary finding. The unit delivered 55 joules of energy when 200 joules was selected.

Manufacturer narrative:
We have received the device, but have not yet completed the investigation.